Event description:
New information on (B)(6) 2018, indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. The patient's condition post procedure was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. The right ventricular lead exhibited noise. No medical intervention was performed; the patient would be brought into the clinic to try and reproduce the noise. No further information was reported.